Event description:
Upon review of the event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 810:03, which interrupted delivery. It is unknown when or in which care area this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with failure code 810:03 was confirmed and duplicated during product evaluation in the pump's event history. This condition was caused by a defective air in line printed circuit board. The pumphead module was replaced to correct the reported condition. Additional information: the root cause investigation is in progress through (B)(4).

Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a battery depleted set alarm, which interrupted delivery. There was no report of patient injury, medical intervention. No additional information is available. This device utilizes user interface module master software version 6.13.92 categorized as remediated.